Event description:
It was reported that a skin irritation causing redness, swelling, and a burning sensation had occurred while wearing the pod on the hip/buttocks between 5 and 24 hours. No blood glucose values were provided. The affected area was reported to exhibit irritation, redness, swelling, and burning upon pod removal. On (B)(6) 2026, the patient sought medical assistance through a telephone consultation with a diabetes nurse while the pod was still being worn. The nurse advised the patient to remove the pod and apply a new pod at a different site. No formal diagnosis was reported. Treatment included lowering the insulin delivery ratios and prescribing cavilon spray to be applied before pod placement, with follow-up prescription management through the patient's general practitioner. The patient reported that symptoms improved following replacement of the pod and adjustment of insulin ratios. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: free style libre 2 plus . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.